Event description:
Additional information reported that the patient had saline in the pump for about a year, but the granuloma didn¿t dissolve. The patient had a computer assisted tomography (cat) scan, which determined that the patient didn¿t really have a granuloma but that catheter had become embedded in the patient¿s intrathecal space.

Event description:
A healthcare provider later reported the patient¿s last refill was (B)(6) 2012, but they started seeing the patient again in 2010 and she had saline in her pump at that time. No interventions were taken. There were no long-term effects because of the issue, and it was not documented in the patient¿s chart. No telemetry was available from (B)(6) 2009. The patient was seen in 2007, and then not again until 2010.

Event description:
It was reported that the patient had a change in therapeutic effect and the physician ordered a magnetic resonance imaging (MRI) scan, as he suspected a granuloma. It was stated that over time, the patients pump became less effective at treating her pain. It was indicated that the patient was weaned off her medication two years ago and over the past couple years the patient has had multiple mris, as well as fluoroscopy tests to determine whether or not a mass exists. It was indicated by the current managing physician that the granuloma would possibly dissipate with saline being used in the pump. At this point, it was unclear whether or not the mass was present. It was noted that the patient had reconsidered having pump therapy as she initially got very good results. It was also reported and confirmed via dye study that the patient's catheter became embedded in the intrathecal area. The patient also experienced a flipped pump as it was confirmed via imaging in (B)(6). It was stated that the patient's pocket was "loose." It was noted since implant, that the patient had actually lost significant weight. It was indicated that an alarm was heard since (B)(6); however, telemetry did not confirm alarm. It was noted that the patient would possibly have revision performed. It was reported that the patient was currently taking oral medications. The drug delivered via pump was saline.

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2008 explanted:; product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).